Event description:
Pt reported that 3 infusion sets, from this lot, have separated. They indicated that each infusion set was in use for 1 day when the separation occurred. Pt's blood glucose was not affected and no treatment was received.